Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was almost 600 mg/dl. The customer was able to treat his blood glucose level with the insulin pump but a lot of insulin was required to bring it down. Sometimes the insulin pump had a blank display. The insulin pump would power on and off. Above the up arrow button, the insulin pump had a small crack. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with a cracked reservoir tube lip, a cracked case cracked at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.